Event description:
It was reported that during the explant of the chronic atrial lead a small tear of the endocardium occurred. The patients blood pressure dropped suddenly and it was determined that fluid escaped into the pericardial space. An emergency sternotomy was performed; a piece of the patients endocardial wall was found attached to the tines of lead. The patient was stabilized and the hole was repaired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.